Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that on (B)(6) 2010, while in the operating theatre, the md inserted the product via the patient's right jugular site. Upon insertion, the patient had an anaphylactic reaction. The patient experienced cardiac failure, resuscitation was needed and inotropes ventilated, aramine and adrenaline administered. The patient was transferred to intensive care. The arrowgard blue cvc (central venous catheter) was removed four days after insertion, on (B)(6) 2010. There was no reported patient death. The patient is now ok and has since undergone the nephrectomy. Additional information received on (B)(6) 2011 from the clinician stated "upon reflection on this case, it has been recognized that the patient's reaction was possibly due to the agb impregnation of the catheter." The distributor also received the tga report from the "anonymous" customer which stated "anaphylaxis to chlorhexidine resulting in emd, cardiac arrest and vf. Chlorhexidine becomes more pervasive in hospital environment as a sterilizing prep, hand wash and associated with many lines and gels and adhesives. It is not a nontoxic substance.